Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02135. It was reported the pt experiences pocket heating during charging her ipg. The pt stated she charges for about three hours at a time and feels a warming sensation after about one hour. She reported she experiences a burning sensation and pink colored skin for about an hour after each charging session. The sjm rep advised the pt of charging precautions. No further info is available at this time. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.